Event description:
It was reported that post implant a realize band, the patient presented with insufficient weight loss and reflux with some other issues. The patient was unable to tolerate the band. The surgeon found that adjustments could not be performed. During the convert to a gastric bypass procedure, the port was noted to be disconnected from the band tubing and the strain relief was loose. The strain relieve could not be located. The device was discarded. There were no reported patient consequences. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.